Event description:
A gore viabahn endoprosthesis was used during the treatment of a sfa occlusion. During deployment of the device, the deployment string broke causing only half of the device to fully deploy. Attempts to retrieve the end of the deployment line to complete deployment were unsuccessful. The physician performed open surgery to remove the device and perform a fem-pop bypass procedure. The patient was fine post procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.